Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will not turn on. There was no injury or death reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) spoke with biomed brent edwards about unit. I was told that the unit had a liquid spill onto unit. Arrived onsite and found that multiple pc boards with liquid damage. To fix the issue, the fse replaced the pcba, power management board, and performed all functional and safety checks to meet factory specifications.